Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine pulse generator exchange, it was discovered the right ventricular lead had an insulation break. The lead was capped on (B)(6) 2018 and the patient was stable post-procedure.